Manufacturer narrative:
Batch review performed on 25 july 2018: lot 1651674: (B)(4) items manufactured and released 21 september 2016. No anomalies found related to the issue. (B)(4) similar events on the same lot registered up to now. Visual inspection performed on july 23rd, 2018. Pictures received with the complaint notification were also considered. Deformation and breakage of the retaining pins that connect the instrument to the implant. The even might be caused by incomplete engagement of the device to the implant when reduction forces were applied, or to excessive forces. The same type of mechanical interface (material, geometry and dimensions) is present on similar reduction instruments. The instrument set always include two of the same instrument (B)(4), plus other instruments for rod reduction such as (B)(4).

Event description:
After many attempts the surgeon was not able to insert the set screw. The two-step reducer was removed from the pedicle screw, 2 parts resulted deformed and one broken. The surgeon was able to implant the set screw. The surgery was completed successfully with no critical delay.